Event description:
During an illeal conduit procedure, the staples did not form properly. The surgeon applied manual suture to complete the procedure. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.